Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken chassis located beyond the proximal end. The returned broken piece measured approximately 4.47 mm. Adjacent components to the damaged chassis did not exhibit any signs of damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed

Event description:
It was reported that during a da vinci-assisted prostatectomy with radical lymphadenectomy surgical procedure, a plastic piece broken off of prograsp forceps. The procedure was completed with no reported injury.